Event description:
The mother reported the pt was hospitalized due to a "heart illness." On (B) (6) 2010-(B) (6) 2010 an error/alert message was displayed on the infusion device (message unk) and the pt's blood glucose elevated to approx 700 mg/dl. The pt was transferred to the intensive care unit. The pt's normal blood glucose range is 200-300 mg/dl. No further info is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.